Event description:
A malfunction occurred on the customer's pump, which caused the customer's blood glucose level to exceed a high threshold, though the specific value was unknown. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from any third party. Technical support guided the customer through a pump reset, as the malfunction code was resettable. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to contact support if any further issues arose.